Manufacturer narrative:
This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. No specific patient information regarding events has been provided. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
Title: laparoscopic primary repair versus lightweight partially absorbable mesh repair for large hiatal hernias: prospective randomized study. The aim of this prospective randomized study was to assess long-term results of the trial. A total of 92 patients (age range: 24 to 47 years old) have been allocated to 2 arms: arm I (primary crural repair; 46 patients) and arm ii, lightweight partially absorbable mesh repair (ultrapro mesh) with fixation of prosthesis posteriorly to the approximated crura, "two-layer technique" (46 patients). Nissen fundoplication have been performed in every patient. In arm ii, reported complication included anatomical recurrence (n-1; 2.3%). It was concluded that the 2 years long-term results of the study showed superiority of the light-weight partially absorbable mesh repair over primary repair in prevention of recurrence without increase in complications. The authors advised to use the original "two-layer technique" as a procedure of choice for large hiatal hernias.